Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 244 mg/dl (advantage) and 126 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system. (B)(4)

Manufacturer narrative:
This medwatch report is for the advantage system. (B)(4). Device received in a condition which made analysis impossible. Unable to test because the customer returned used strips.

Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt was unable to charge or establish communication with the ipg using the charging system or pt programmer. A replacement charger was sent and the pt was still unable to recharge the ipg. The pt is scheduled to undergo a surgical revision on (B)(6) 2010.